Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of the pusher went under the lens and missed engaging the lens. Potential scratch on lens and no patient contact. Additional information has been requested.